Event description:
It was reported that the ilet device fell from its charger when a pet ran by, resulting in a cracked screen and loss of usability; the customer support agent provided education on the exchange process and arranged a replacement. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed device damage attributable to external impact affecting the display assembly, consistent with physical damage rather than an internal malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user environment¿related physical damage.